Manufacturer narrative:
Summary analysis: the observed high current and resulting reversion to the eri condition was the result of a malfunction in the companion i.c., u-2. H.6 - this section is not known at this time. A follow-up will be submitted upon receipt of the codes.

Event description:
The pt came into the office for a routine followup visit, complaining of shortness of breath, fatigue, etc. Injuries revealed that the device has reached its early replacement indicator (eri), with vvi pacing. Battery voltage was 2.43v; at implant, the battery voltage was 2.71v. The device has never been programmed above 3.5v at .45sec in either chamber.